Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they was hospitalised on an unknown date due to severe high blood glucose with diabetes ketoacidosis as the insulin pump was suspended at night for no reason. The insulin pump had no delivery and was hospitalised. The insulin pump will not be returned for analysis.